Event description:
Smiths medical internaitonal was notified of that a user alleges alleged pt had on trach for 72 hours in use and developed bleeding in ariway. Changed to another tube from resch with a 90 degree angle. Event occurred at hospital.